Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The patient (pt) reports that starting on 10 october when pt went through a security gate at a store, pt felt the stimulator turn off for 10-15 seconds. This occurred at another store as well. The pt reports since that initial instance on 10 october, pt is feeling stimulation turn off for 5-10 seconds daily. The pt reports it occurs when pt is laying, sitting and walking (not specific to a certain position). The pt reports that when the issue occurs it makes their legs feel weird and 'jello-y'; the pt also reports it is occurring within all of their groups. The pt noted they met with a rep last week and the rep interrogated the ins and did some 'things' but the issue persists, so the rep advised the pt to call patient services. Agent advised pt that agent would follow up with rep and advise rep to meet with pt and do further diagnostics as we would not anticipate a security gate at a retail store to have a lasting effect on a pt's ins.

Event description:
Additional information was received from a manufacturer representative (rep) stating the cause of the stim turning off was not determined. Rep reports that after calling ts, it was believed the problem was with neuro sense. Patient's neurosense was readjusted and it seems to have solved the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from manufacturer representative (rep) who reported the cause of the stimulation turning off was not determined. They reported they will meet with the patient on (B)(6) to resolve the issue. Manufacturer representative (rep) reported that patient (pt) is feeling their stim drop out for a few seconds. Rep said all impedances were good. Technical services (ts) recommended the rep adjust the neuro sense. Rep made adjustments to the neuro sense and the pt will try it.